Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent infusion set cannula and mentioned that they experienced high blood glucose of 490mg/dl at the time of the incident. The customer was assisted with bent high blood glucose troubleshooting. The customer treated with insulin pump bolus. The customer stated that the high blood glucose began on (B)(6) 2017. The customer changed entire set. The insulin pump will not be returned for analysis.